Manufacturer narrative:
Third party analysis was conducted and found the comparison between interval radiographs demonstrated evidence of stem loosening with significant migration and medical calcar bone loss. Due to insufficient data the cause of the reported loosening could not be identified. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Update based on additional information received march 19, 2015:biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6), 2011 due to asceptic loosening.